Event description:
A diabetes nurse reported that a pt who is treated with actrapid penfill 3 ml (fast-acting human insulin) in a novopen 3 insulin delivery device due to diabetes mellitus, developed hypoglycaemia presumably due to an overdose of actrapid. On the day of the event, an injection of 3 units of actrapid was administered to the pt 30 minutes prior to their evening meal, at approximately 6:00pm. The ampule of insulin contained 90-100 units of insulin. The nurse placed a new needle on the pen and primed the pen with 1/2 unit of insulin and then dialed up the usual evening dose of 3 units. As soon as they began the injection the plunger suddenly gave way; there was no resistance to depression of the plunger and the normal small clicking sounds, which accompany plunger depression, were not heard. Giving the injection felt noticeably different than normal. The pt had a large sunday tea comprising a roast dinner with roast potatoes followed by a slice of cake and they also had a glass of milk. The nurse measured their blood glucose at 8:00 pm (about 3/4 - 1 hour after the end of the meal) and it was 7 mmol/l. They had a biscuit for supper and went to bed at 8:30 pm but did not go to sleep until 9:30 - 10 pm. At midnight the nurse went to measure their glucose, as the normal routine. At that time pt was semiconscious, responding only to painful stimuli and was lying stiffly. Realising they were hypoglycaemic the nurse gave hypostop immediately and placed them in the recovery position. Approximately 5 minutes after giving hypostop the nurse measured their blood glucose and it was 2.3 mmol/l. They remained semiconscious and their blood glucose concentration remained less than 3 mmol/l over the next 5-10 minutes and therefore the nurse gave the second ampule of hypostop. Then the pt regained consciousness sufficiently to be able to drink lucozade and had 200 ml to drink and it was followed with 3 biscuits. Their blood glucose concentrations remained below 4 for approxiately 30 minutes. Two to three hours later the blood glucose concentrationn peaked at 20 mmol/l. This is by far the most severe hypoglycaemic cpisode that they have suffered. They have had no memory of the event. In total the nurse has 100 grams of carbohydrate as emergency treatment of this hypo attack. The nurse believes that the most likely interpretation of events is that the pt received a much larger than intended dose of insulin at 6:00pm and the effects of this were delayed by the very large dinner that they ate that night. Request has been made for return of the device. Suspect medication #1: actrapid penfill hm(gm) 3 ml(insulin human, biosynthetic) inj. Solut, 100/ml.